Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported that a pt who underwent lasik was diagnosed with asymptomatic trace diffuse lamellar keratitis (dlk) in the right eye, after the flap lift to remove a fiber in the right eye at the three day postoperative visit. The topical steroid drop was increased, and the dlk resolved with treatment. The fiber was removed during the flap lift and was not reported to be related to excimer laser treatment. Pt is doing well and vision is good.